Event description:
The patient was implanted on (B)(6) 2026. On 04 march 2026, bwm became aware that the patient developed mild cellulitis. As a result, treatment was suspended, and the patient was prescribed oral antibiotics. On (B)(6) 2026, the patient was referred for wound care, where the incision site was treated with a silver alginate dressing.